Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, generalized illness. (B)(4). Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 32-year-old caucasian female patient underwent a primary breast augmentation surgery with 420cc mentor smooth round high profile saline implants. Post-operatively, the patient experienced bilateral capsular contracture of an unknown baker grade, weakness in the legs, difficulty walking, stunted hair growth, unspecified skin issues, blurry vision, joint pain, and brain fog. As a result the patient consulted with a medical professional and underwent removal on (B)(6) 2022. Refer to manufacturing report number 1645337-2022-11958 for the contralateral event.

Manufacturer narrative:
On november 14, 2022, mentor received additional information. The patient had a postive antinuclear antibody test. A positive result may be a sign of an autoimmune disorder, but in this case, there was no definitive diagnosis made. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On december 5, 2022, mentor received additional information. The patient's physician reported that she did not have capsular contracture. As such, capsular contracture is no longer applicable. On (B)(6) 2022, the patient reported that she was diagnosed with sjogren's disease. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On november 09, 2022, mentor received additional information. Mentor became aware that the patient was implanted on (B)(6) 2002. The patient experienced bilateral baker grade iii capsular contracture. Manufacturer's reference number: (B)(4).